Event description:
It was reported that the patient stated having difficulty with an inflatable penile prosthesis (ipp) as the pump was hard an the patient could not depress it. Patient liaison provided troubleshooting techniques including reboot, burp and anti-stiction. The patient would attempt the maneuvers and contact patient liaison if further clarification was needed.